Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from a boston scientific field representative that this device and a right ventricular (rv) lead were associated with varying pace impedance measurements that were within specification. There was no evidence of lead noise, and other lead measurements were within specification. Isometric exercises did not produce any noise or measurement anomalies. A boston scientific technical services consultant (ts) recommended monitoring the lead. The device and lead remain in service, with no subsequent issues reported.